Event description:
Pt presented to (B)(6) medical center on (B)(6) 2023 to have an implanted smith & nephew birmingham hip prosthesis removed stating he believes the metal on metal product has contributed to his other health comorbidities like his pacemaker, mood swings and arrythmias. Unknown date of implant at another hospital. Unable to determine if it is defective due to excessive amount of bioburden and tissue unable to be cleaned. Surgeon notes failed hardware, right hip. Surgery performed to remove was revision right total mako hip arthroplasty.